Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. Customer¿s blood glucose ranged from 117-118 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.